Manufacturer narrative:
The insulin pump was received with broken force sensor and critical pump error during testing. Unable to determine the root cause, problem isolated to motor force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a pump error alarm indicating a broken force sensor was detected during seating or regular delivery error alarm. The customer¿s blood glucose level was 7.5 mmol/l. The customer was not able to rewind the insulin pump. The insulin pump is not expected to be returned for analysis.